Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: initial visual inspection of the returned autopulse platform showed no physical damages. Review of the autopulse archive data confirmed numerous user advisory 8 faults had occurred and that a low voltage battery was used during compressions. Further visual evaluation of the returned platform confirmed a faulty motor controller. In summary, the reported complaint was confirmed during review of the archive as well as visual evaluation confirming a faulty motor controller. However, a definitive root cause for why the motor controller failed could not be confirmed.

Event description:
It was reported that during a shift change, the autopulse platform displayed user advisory 8 (motor controller fault detected) message that could not be cleared. No patient involvement reported. No further information was provided.